Event description:
It was reported that a catheter saline leak occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 1.50 mm rotapro was selected for use. During the procedure, an abnormal sound occurred near the advancer while advancing the guiding catheter in dynaglide. After that, the device was removed from the patient, and when the dynaglide was rotated outside the patient, the cocktail was leaking from the middle of the drive shaft sheath. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified that the sheath was flattened (bent/kinked) 59cm distal from the strain relief. The damage present prevented coil movement which would impact device rotation. Microscopic inspection of the device found that the sheath was torn and worn 59cm distal from the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter saline leak occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 1.50 mm rotapro was selected for use. During the procedure, an abnormal sound occurred near the advancer while advancing the guiding catheter in dynaglide. After that, the device was removed from the patient, and when the dynaglide was rotated outside the patient, the cocktail was leaking from the middle of the drive shaft sheath. The procedure was completed using another of the same device. No patient complications were reported.